Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient told the healthcare provider that the pocket was painful and they wanted the device removed. The lead and the ins were explanted and the issue was noted to be resolved. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.